Event description:
The customer reported being hospitalized due low blood glucose of 22 mg/dl. The customer stated that he was found unconscious. The customer stated that he delivered 60.0 units of insulin while priming when he was connected to the insulin pump. The customer stated that he had a low battery alarm and he attempted to move the piston to the reservoir by rewinding and forgot to disconnect at the site. The customer stated that the battery lasted approx three days and then decreased to fourteen hours. The customer stated that after cleaning the battery cap the screen was blank. The customer was experiencing unexplained low glucose for the past several days. Troubleshooting was performed. The programming, time, and date were correct. Ran a displacement test and passed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.